Event description:
It was reported that the caller experienced a cgm error 42 malfunction with their g7sensor. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided pump reset information and guided the caller through the process, leading to a successful resolution with no recurrence of the error code.